Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 600 mg/dl. The customer alleged that the pump did not deliver basal insulin after the pump touch screen was reported to be cracked; however, the customer declined to troubleshoot, and the alleged root cause could not be determined. Reportedly, customer was using off label insulin, tandem technical support provided off label messaging which customer acknowledged. Customer was treated intravenously with fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Functional/duplication testing was performed, and no failure was identified related to the reported high bg issue.